Event description:
It was reported that during a laparoscopic monopolar spatula tip. The sheath was getting so hot that it was melting. The surgeon had to use three different sheaths during the procedure. Further, the procedure was completed without any adverse consequences to the pt. The pt to recover is in stable condition.

Manufacturer narrative:
Part number 0250070460 with a quantity of three (same part and lot number), were implicated in this event. Please refer to medwatch report number 2936485-2012-00543 for the reporting of unit #1 and medwatch report number 2936485-2012-00542 for part number 0250070446, also implicated in this event. Additional will be provided once the investigation has been completed.